Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Water leakage was confirmed during leak testing of the sample. No other complaints with this lot number have been reported. The investigation of the device is still on-going. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
It was reported that during priming, leakage from the blood side of the oxygenator to the water side was observed. No patient involvement. (B)(4).